Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that admission sent a register message but then they send an a27 (cancel pending admit) which changed the admission status to preadmission. The technical support specialist communicated to the customer that the patient had remained in preadmit status throughout the duration, which prevented the nurses from accessing the medications. Technical support recommended consulting with the admissions team for further assistance. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the server.

Event description:
It was reported by the customer that a pyxis medstation es system had a patient's admin status was unable to update accordingly to the pyxis server. The customer reported that they unable to dispense medications under her admitted patient. There were no adverse events or injuries reported based on this event.